Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states that the chair will stop and go. The caller states that when the chair is driving, it will just stop.